Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in a shunt in a moderately tortuous and moderately calcified vein in the left forearm. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.